Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use for a planned (non-emergency) of vascular procedure which was completed with delay by restarting the system. The system logfile was checked and confirmed the malfunction of the host pc. Upon troubleshooting, the fse noticed the system's unstable behavior. To resolve the reported issue, the fse replaced the hard disk (ssd) and then reinstalled the software. Following that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the host computer failed to boot, which would prevent the whole system from booting. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.